Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The event occurred on either (B)(6) 2020 or (B)(6) 2020. At 9 am, the result from the meter was 3.1 inr. At 12 noon, the laboratory result was 1.4 inr. The customer was transferred to another facility and the laboratory result at an unknown time and using an unknown reagent was 1.5 inr. The customer was in the hospital and was put on a heparin drip for the next 8 days based on the laboratory result. The result prior to the release from the hospital was 2.2 inr. The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
Request from FDA: any medications between 9:00 am and 12:00 pm on the date of the event? Response from manufacturer: the patient stated that they had "probably taken at least 2 vicodin." Request from FDA: reagent used for laboratory tests? Response from manufacturer: for burlington hospital where the 1.4 result was obtained, the stago analyzer is used with the sta neoplastine ci-plus reagent. For iowa city hospital where the 1.5 result was obtained, the siemens cs 5100 analyzer is used. The contact at the hospital believes that the dade innovin reagent is used. Request from FDA: please provide all prior test results from the meter memory (including error messages) if meter is returned. Response from manufacturer: the meter has not yet been received. Once the meter is received and investigated, additional information will be sent in a supplemental report. Request from FDA: any prior laboratory inr tests (including date of testing)? Response from manufacturer: the patient did not have any prior lab results to report. Request from FDA: what device does the patient currently use to monitor his inr? Response from manufacturer: the patient has a new coaguchek xs meter that he is using. Request from FDA: any inr test results (meter or laboratory) after the hospitalization? Response from manufacturer: the patient was asked, however, he did not provide the meter results. He has not done a lab test since the hospitalization and no meter to lab comparisons have been performed. Request from FDA: any history of thromboembolic event since 2017 (after lvad)? Response from manufacturer: the patient stated that he had a blood clot after his lvad was put in. He does not know when it occurred. They had to switch out his pump on the lvad.